Event description:
Additional information received identified the patient's scs ipg pocket site was repositioned on (B)(6) 2015 which resolved the issue.

Event description:
The patient has two scs systems. This issue is related to the ipg for the thoracic system. It was reported the patient experiences sensitivity/discomfort at her scs ipg pocket site. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.